Manufacturer narrative:
Information contained in this report was previously submitted through psr on 15/oct/2018, 22/jan/2019, and 26/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Additionally, information was received from healthcare worker stating the product will not be returned. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported "history of lump and pain in the left breast," and "prominent radial folds." Device has been explanted.